Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported the parkinson's disease patient's replacement implantable neurostimulator (ins) experienced "premature battery depletion." It was further reported that despite "only two programs" with the ins, interrogation with a physician programmer a month after implant revealed a "low battery charge." The hcp reported the ins was at 2.7 volts as of (B)(6) 2015 and that they were concerned there "must be premature battery depletion soon" for the ins. The ins remained implanted and in service at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.